Event description:
During a follow-up, high pacing impedance, inadequate capture, and r-wave amplitude variation were observed on the right ventricular (rv) lead. Technical support was contacted regarding the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.